Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Block h6: imdrf device code a0401 captures the reportable event of basket wire break.

Event description:
It was reported that a zero tip basket was used in an unknown procedure performed on an unknown date. During preparation, the basket wire was found broken. The procedure was completed with another zero tip basket. There were no patient complications reported as a result of this event.

Event description:
It was reported that a zero tip basket was used in an unknown procedure performed on an unknown date. During preparation, the basket wire was found broken. The procedure was completed with another zero tip basket. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. Upn and lot number have been corrected. Imdrf device code a0401 captures the reportable event of basket wire break. Visual inspection of the returned device found that one wire in the basket assembly was partially broken but still connected to the device. The basket could still be opened and closed without any problems. The reported complaint is confirmed. Based on all available information, the failure of basket wire break can be attributed to the material of the basket wire, and it was determined that this failure is inherent to the design of the product. Therefore, the most probable root cause is cause traced to device design. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.